Event description:
It was reported that the customer went to the emergency room (ER) and subsequently admitted to the hospital's intensive care unit with an elevated blood glucose (bg) level of 711 mg/dl; due to customer not initiating a bolus. Customer attempted to self-treat via manual dose injection; however was treated intravenously with fluids of saline and insulin. Customer was released on (B)(6) 2023 with issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.